Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device's v1 system board was determined to be the cause of the reported issue. Customer was advised the v1 system board is no longer available and a device replacement quote provided. The device was pulled out of service.

Event description:
The customer contacted stryker to report that their device was not powering on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to the customer unrepaired.

Event description:
The customer contacted stryker to report that their device was not powering on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.